Event description:
Information received indicates the head section of the bed will drift down when it is raised all the way up.

Manufacturer narrative:
The technician replaced the head drive motor to repair the bed.